Event description:
The pt was implanted with a synchromed pump and catheter in 1996 for intrathecal infusion of pain medication for non-malignant pain/ failed back surgery syndrome. In 2000, the pt's atty notified the MFR that the pt filed a lawsuit due to pump explantation following infection. The pump has not been returned to the MFR for analysis. Sterilization records show that the pump was sterile upon shipment.